Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and tibial loosening at the cement/implant interface. Depuy cement was used. (B)(6) 2014: primary total right knee arthroplasty secondary to end stage arthritis. Attune implants were used as well as depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2015: revision due to suspected probable infection in the right knee. The patient presented with swelling, fever and lab values consistent with infection. Intraoperatively, a hematoma was discovered and removed. There were no signs of obvious infection. The components were examined next with no signs of loosening or abnormal wear. The tibial insert was then removed, the tibia translated anteriorly and again no evidence of loosening or abnormal wear identified. Despite this, a new tibial insert was inserted and tapped into place. There were no complications noted. Medical records indicate this revision was performed prior to the revision on (B)(6) 2016. This revision is not identified in the pc and will need to be captured in a linked pc. (B)(6) 2016: this was a second revision to the right knee secondary to suspected loosening. The patient presented with pain and medical device site joint. A bone scan revealed loosening of the tibial base plate. Intraoperatively, the surgeon discovered thickened scar tissue; easy removal of the tibial base; small pockets of fibrous tissue and a small cyst were also noted; the femoral component was well fixed. Competitor cement was used. Doi: (B)(6) 2014 (unknown bone cement 2x, tibial tray, patella and femoral component). Doi: (B)(6) 2015 (tibial insert). Dor: (B)(6) 2016 (right knee).